Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The 1-year follow-up transesophageal echo (tee) was performed on (B)(6) 2021, and a pedunculated, mobile thrombus was observed on the surface of the device with maximum area of 3.1cm2.